Event description:
It was reported that following the advisory for premature battery depletion with implantable cardioverter defibrillator (ICD), a battery performance alert (bpa) was observed during a follow up in clinic. The ICD was pending explant. The patient was stable.